Event description:
It was reported that the asymptomatic patient presented in-clinic with a gradual rise in capture threshold on the right ventricular lead over time. The decision was made to cap and replace the lead on (B)(6) 2017 during a routine device replacement in order to optimize the longevity of the new device. The patient was in good condition post-procedure.